Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to "bacterial infections". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion, unspecified oral and intraperitoneal anti-inflammatory drugs for the event. At the time of this report, the patient outcome was not reported. Pd therapy was withdrawn. No additional information is available.

Manufacturer narrative:
Date of event: the peritonitis was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.